Event description:
It was reported that a notice of claim stating that patient with history of colon cancer underwent a laparoscopic sigmoid colectomy during which the surgeon used a ¿29 eea¿ stapler to perform the anastomosis. The op report indicates the anastomosis was leak tested with no evidence of bubbling. On post op day 4 patient showed signs of leak and underwent an open abdominal washout and diverting loop ileostomy. Operative note indicates ¿there was a small amount of succus coming from the posterior aspect of the anastomosis and this appeared to be coming from the site where the eea staple line crossed the gia staple line.¿ drains were placed and an ileostomy created which were reversed two months later."

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.